Manufacturer narrative:
A device history record could not be reviewed because the lot number was reported as unknown. One unused sample was received for evaluation. A visual inspection of the device was completed according to procedures however the visual and functional evaluation of the reported condition could not be confirmed on the returned device. The root cause and corrective actions could not be identified. There is no corrective action plan required since the sample is within specification. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported when putting water into the balloon, the water was difficult to get in and out and the balloon would not deflate.